Manufacturer narrative:
(B)(6) this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01982 and 3007042319-2015-01983) submitted for devices related to the same event.

Event description:
It was reported by the staff that a hvad patient presented with heart failure. The physician suspected pump failure. Preliminary log file analysis revealed ninety-nine low flow alarms logged since july 28, 2015. One high watt alarm was logged on (B)(6) 2015. Two vad disconnect alarms were also logged on (B)(4) on (B)(6) 2015. The patient was subsequently taken to the or to receive a pump and graft replacement secondary to outflow graft occlusion. (B)(4) was replaced with (B)(4). The explanted pump and outflow graft are being returned to the manufacturer for evaluation. Investigation is ongoing. This is report 2 of 2.

Manufacturer narrative:
Independent pathology showed that the segment of outflow graft was unremarkable and there was no evidence of thrombus within the outflow device. As a result, the outflow graft passed visual examination and a correlation between the outflow graft and the reported event could not be established. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01982 and 3007042319-2015-01983) submitted for devices related to the same event.